Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) exhibited an error code. Analysis also noted that the output connector assembly was broken, the main printed circuit board (pcb) was contaminated, the encoder assembly and four knobs were contaminated, the lower case was contaminated, four case screws were contaminated, the upper case was broken, and the tube sleeve was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a system error. It was recommended that the external pulse generator (epg) be returned for service, but its current status is unknown. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.